Manufacturer narrative:
Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies or medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient allegedly sustained unspecified injuries resulting from a spinal fusion surgery using rhbmp-2/acs. No additional information has been provided.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that in december of 2008, the patient underwent an anterior fusion and a posterior fusion and fixation at t5-l1. During the surgery, rhbmp-2/acs or puregen was used. Sometime postop, the patient experienced "severe pain and new pain around his bilateral ribs". At a postop visit, another doctor told the patient that the cage implanted around his ribs should not be there. The patient underwent a few physical therapy sessions that were discontinued due to increased pain that they caused. The patient treated with the surgeon until (B)(6) 2013. The patient experiences low to mid back pain that radiates to his bilateral lower extremities and his feet.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2008: the patient was pre-operatively diagnosed with degenerative disc disease and underwent video assisted thoracoscopic surgery anterior fusion t6-7 to t11-12 with simultaneous posterior spinal fusion t4 to t1 with spinal monitoring surgery in which rhbmp2/acs was used.